Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: drive unit failure.additional text: bearing ware.specific component(s) involved: pump drive unit malfunction.additional text: bearings.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : patient listed 1a, received orthotopic heart transplant.implant device type: lvad.